Event description:
A 19mm trifecta heart valve was implanted on (B)(6) 2010. On (B)(6) 2017, redo avr was required due to aortic insufficiency in the presence of calcification. Additional diagnosis included calcified aortic root, narrow aortic annulus and septal hypertrophy. Concomitant procedures required included aortic root replacement using a valved conduit (medtronic ap prosthesis) and reimplantation of the coronary ostia and septal myomectomy.

Manufacturer narrative:
An event of explant due to degeneration was reported. Gross morphological and histopathological examination revealed that all three leaflets contained tears, leaflets 1 and 2 contained pannus, and leaflet 3 contained calcifications. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
An event of explant due to degeneration was reported. Gross morphological and histopathological examination revealed that all three leaflets contained tears, leaflets 1 and 2 contained pannus, and leaflet 3 contained calcifications. No inflammation was present. The cause of the reported event remains unknown.

Event description:
A 19 mm trifecta heart valve was implanted on (B)(6) 2010 and was explanted on (B)(6) 2017, due to degeneration. Another unknown device was used to complete the procedure. Additional information has been requested.